Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The test strips were requested to be returned for investigation, however, the strips were no longer available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of questionable results for 1 patient tested on a coaguchek xs meter serial number (B)(4) when compared with laboratory results utilizing an unknown analyzer and reagent. The laboratory result was 2.7 inr taken between 12:00 pm and 1:00 pm. The patient meter result was 4.1 inr at 4:45 pm. The result from the laboratory was believed. The patient therapeutic range was 2.0-3.0 inr.